Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-001208538

Event description:
It was reported that an unknown patient underwent an idiopathic ventricular tachycardia (idvt-asc) ablation procedure with a soundstar eco 8fg ultrasound catheter. The patient suffered cardiac perforation and cardiac arrest requiring CPR and surgical intervention. The patient ultimately died. It was reported that during an ischemic vt case, the patient suffered a cardiac perforation in the right ventricle and subsequently died. When getting epicardial access, the patient's blood pressure dropped significantly. The medical intervention provided was CPR performed on the patient and they cracked open the chest with cardiac surgery. The cardiac perforation was discovered during the cardiac surgery. The only bwi product inside of the patient was the soundstar catheter. All deaths were bwi FDA approved - ce mark devices are involved are reportable.